Event description:
A us distributor reported that a patient was experiencing check therapy electrodes and "add gel" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages/add gel / replace belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The dn to rear cable severed, all wires cut. Additionally the rear therapy electrodes were missing. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.